Event description:
It was reported that the display of the insulin pump was worn out and had many scratches. The customer declined to provide their blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads. Motor error alarm was noted during rewind process due to corroded motor home switch.